Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign- singapore. E1: telephone- (B)(6). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found one of the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. The reported event is confirmed. The root cause is attributed to manufacturing and design issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the devices did not work. No patient impact or death. It is unknown if there was surgical delay. It was noted during final investigation that the battery leaked electrolyte. No additional information was noted as a result diligence is complete.